Event description:
It was reported that the customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus using the pump was delivered to address the elevated bg level. Reportedly, the customer observed air bubbles within the tubing. Tandem technical support educated the customer on proper air removal process for the cartridge. Customer primed the tubing to address the issue.